Event description:
It was reported that the patient experienced a dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 - further information was reported that when the patient pressed the pump, the pump would not return to original shape resulting in inflation issue, device has returned, analysis is anticipated but not yet begun, device code.

Event description:
It was reported that the patient experienced a dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that when the patient pressed the pump, the pump would not return to original shape resulting in inflation issues.

Manufacturer narrative:
Device analysis: pump malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. During functional testing the bulb remained deflated. The pump required more than 8 lbs. Of force to activate. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Further information was reported that when the patient pressed the pump, the pump would not return to original shape resulting in inflation issue, device has returned, analysis is anticipated but not yet begun.

Event description:
It was reported that the patient experienced a dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that when the patient pressed the pump, the pump would not return to original shape resulting in inflation issues.